Event description:
While administering depoprovera, I was able to give half of the dose, then the needle locked up and I was unable to continue giving the rest of the dose. I changed needles and was able to administer the rest of the dose with a second stick. Bd safety glide needle 25g x 1 inch. We no longer have these needles. Lot 2258504 or 2322150; rn (registered nurse) is unsure which lot the needle came from.